Event description:
It was observed that during the device evaluation, the camera head exhibited watertightness failure due to cable leaking and cable breakage. There was no report of patient involvement or user injury associated with this event.

Manufacturer narrative:
Based on the results of the investigation, the device evaluation results did not lead to the identification of the cause of the occurrence. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.